Event description:
Md was unable to deploy a drug-eluting stent. The stent was removed from the patient with no harm. Another stent was deployed without incident. Manufacturer response for coronary stent, synergy xd 3.50/48 coronary stent (per site reporter). Clinical site notified manufacturer rep directly.